Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. However, a picture was provided and reviewed for the evaluation. Our review of the photo provided from the user showed the catheter has separated from the distal end of the handle rendering the device inoperable. The damage caused the inner handle cannula and the drive wire to be visible where the handle connects to the catheter. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. If the sphincterotome handle receives added pressure when removing the sphincterotome from the accessory channel of the endoscope, this can contribute to catheter and handle separation. This can also occur if the sphincterotome experiences excessive pressure during use or general handling. The instructions for use caution the user the elevator should remain open/down when advancing or retracting the sphincterotome. The user is also instructed to advance the sphincterotome through the accessory channel of the endoscope in short increments. This activity will aid in device preservation. Difficulty with electrosurgical current application could have occurred if any cord connections were not secure. These connections include electrosurgical unit to active cord and active cord to sphincterotome. The instructions for use state the following: "with electrosurgical unit off, prepare equipment. Active cord fittings should fit snugly into both device handle and the electrosurgical unit." This verification activity will ensure the equipment is prepared to provide the electrosurgical current the sphincterotome needs for device usage. Final quality control inspection includes: the electrical pin in the handle is connected to an active cord to verify a secure connection. An ohm meter is used to verify continuity between the cutting wire and electrical pin. Prior to distribution, all d.a.s.h. Dometip double lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure proper function. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment corrective action; a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook d.a.s.h. Dometip double lumen sphincterotome. The cover from the handle got detached and the cutting wire was exposed. The device allowed coagulation/burning but did not cut properly. No section of the device detached inside the patient. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.